Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for pelvic pain/other and urinary dysfunction/sacral nerve stim. It was reported that the device served its purpose and they had it removed 10 years later because it was a large piece and the wires grew into their tissue so when it was removed some of the wires were left behind and they can feel them. The patient said, now they needed to take a very high powered MRI and the doctors/ radiologists were concerned. The patient said they have had mris before and nothing had happened to them but this high powered one may have an effect on what was left inside them. The agent reviewed MRI information and redirected to their doctor, provided tech support phone number for healthcare providers (hcp) to call.

Manufacturer narrative:
Continuation of d10: product ID 3093-28, lot# v331912, implanted: (B)(6) 2009, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(6), ubd: 24-sep-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.